Event description:
Medtronic received information that this bioprosthetic aortic valve was removed due to stenosis (85mmhg) noted by echo and cath. Upon explant, thrombus on a leaflet and calcification were noted, which was believed to make a leaflet immobile. The exact leaflet was not identified. The valve was explanted and replaced with no reported patient complications.

Manufacturer narrative:
Eval results: device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: the product has been returned for analysis. To date, the analysis has not been completed. Without product analysis, the investigation is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time, as analysis of the returned product has not been completed. Upon completion of the analysis, a follow-up report will be submitted. The device was replaced with no reported adverse patient effects.